Event description:
It was reported that this pacemaker detected high out-of-range right ventricular (rv) lead impedance measurements and gradually increasing threshold measurements. The field representative recommended x-ray imaging to the health care professional (hcp) to assess for any lead impairment or dislodgement. No further information was reported on this. No adverse patient effects were reported. The device remains implanted and in service.